Event description:
A malfunction alarm was reported. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. A replacement pump was arranged by technical support, and the customer planned to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery.